Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed during basal. The customer's blood glucose was unknown. Unable to perform displacement test; due to pump being unable to rewind. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor anomaly. The insulin pump was received with cracked case at the display window corners and minor scratches on the lcd window.